Event description:
During this patient's labor in the ob department, (B)(6) administered an epidural. The epidural became a high spinal and the patient experienced flaccid paralysis and was numb from the chest down and began to experience respiratory difficulty. The patient subsequently received an emergency c-section and both mother and baby responded well.